Event description:
Per user facility medwatch form, surgeon attempted to fire the stapler across the pt's appendix. Stapler would not fire. Stapler was removed from service. The stapler fired after it was removed from the pt. There was no harm to the pt. Device is available for return.

Manufacturer narrative:
Date sent: 03/11/2009. Damaged firing trigger teeth. Eval summary: the analysis showed that the ats45 device was received in good visual condition and with a reload loaded in the device. The reload was received partially fired and with the reload lockout spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instructions for use for more info. The returned device was found to be non functional as the firing mechanism was noted to be damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. A batch record review was performed and no anomalies were found during the manufacturing process.